Event description:
Pt receiving tpn therapy at home. Pt received motor stall error and could not restart the pump. This caused a several hour delay in therapy as new device had to be delivered to the pt's home.